Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. The patient described the area as a yeast infection caused by trapped moisture from sweating a lot under the lifevest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin powder for the yeast infection. Follow up indicated that the yeast infection improved.